Event description:
A customer reported a malfunction on their pump, which was indicated by malfunction code "malf 0". There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occurred, which they acknowledged and understood.